Event description:
It was reported that after the iab was inserted, the pump experienced "kink line" alarms, and helium loss alarms. The iab was removed and replaced without any patient complications.